Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported that when they "opened the expander they noted something on it so they used the second one of the same size. At first look it seems to be ink, but when touched it, it moved so it seems to be lent or strand of fabric." Device was not implanted.

Event description:
Healthcare professional reported that when they "opened the expander they noted something on it so they used the second one of the same size. At first look it seems to be ink, but when touched it, it moved so it seems to be lent or strand of fabric." Device was not implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: device appearance (fiber or strand) on shell. Additional analysis was performed which identified: device appearance to describe that it was observed a foreign material on implant (fiber or strand) which measures 1.0mm, according to qa 199.12 is within the specification since the spec is> 2mm. Based on the device analysis the final assessment is: observed a fibrous material which measured 1mm and according to qa199.12 was within specification. Additional, changed, and/or corrected data: d.10, h.3, h.6.